Event description:
It was reported that the foot of the maestro large fixed duraguard was bent during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the foot of the maestro large fixed duraguard was bent during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
During failure analysis, the reported event of a bent duraguard foot was confirmed by the technician through visual evaluation. A bent duraguard can occur if excessive side load was applied to the feature. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.